Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an error 2 issue with a onetouch verio meter. The alleged issue was not resolved with troubleshooting. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced.

Manufacturer narrative:
The meter involved with this complaint has not been returned. The test strips were returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was found with the test strips where upon performance testing with control solution, error 4 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.